Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a; d6b

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. As per the investigation procedure creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Physician reported implant rupture . Device has been explanted with a capsulectomy and replaced with another manufacturers device. This relates to the left side.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device remains implanted. This relates to the left side